Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was between 350 mg/dl and 400 mg/dl. The blood glucose level was 392 mg/dl at the time of incident. The current blood glucose was 180 mg/dl. Troubleshooting was performed for high blood glucose. The customer stated that the insulin pump received no delivery alarm. Troubleshooting was continuing for no delivery alarm and noticed that the event was resolved by changing complete set. The customer also stated that the drive support cap was flush with insulin pump. The insulin pump will not be returned for analysis. The reservoir will not be returned for analysis.